Event description:
A peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for a pd catheter (not a fresenius product) removal. No additional information provided at intake. Follow-up with the patient's pd registered nurse (porn) revealed the patient was suffering from chronic abdominal pain and discomfort (captured in file (B)(4) and was being followed by a gastroenterologist. The source of the patient's abdominal discomfort was never pinpointed; however, it was believed to be directly related to the pd catheter. Therefore on (B)(6) 2021 the patient's pd catheter was surgically removed, while a hemodialysis (hd) catheter (not a fresenius product) was concurrently placed. The patient was admitted overnight to monitor the hd catheter's function during treatment on (B)(6) 2021 . The patient underwent hd therapy without issue and was discharged home on (B)(6) 2021. Following discharge, the patient transitioned to hd for renal replacement therapy (rrt). The patient has recovered from the events and is continuing to undergo incenter hd therapy without reported issue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)